Manufacturer narrative:
Product ID 3080, lot# l71188, implanted: (B)(6)2001 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the cause of the erosion was not determined. There were no further complications reported as a result of this event.

Manufacturer narrative:
Other relevant devices are: product ID: 3080, lot# l71188, ubd: (B)(6) 2003, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer via a manufacturer representative reported her implantable neurostimulator (ins) was coming out of her body. The consumer had contacted the doctor and stated she felt as though her device was infected and that she had turned it off. The doctor¿s office contacted the representative, who called consumer to obtain additional information. Once received, the representative immediately contacted the doctor¿s office and forwarded the image sent by consumer to advise that the ins was protruding from the skin. The representative was not aware of any factors that could have led to the reported event. There were no diagnostics or troubleshooting, as the image of the ins protruding from the skin meant the representative contact the doctor immediately, and for the doctor to follow-up with the medical matter. The intervention was to organize immediate medical intervention for the matter. It was noted that explant was planned for (B)(6) 2018. The issue was not resolved at the time of the report. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.